Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that a xience alpine stent was successfully implanted in the mid right coronary artery (rca), moderately calcified lesion. During post-dilation with an nc trek dilatation catheter, the balloon burst at 8 atmospheres (atms). The nc trek was removed without issue and another nc trek was used in replacement. There were no adverse patient effects and there was no clinically significant delay. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis and the balloon rupture was confirmed. A review of the lot history record revealed no manufacturing nonconformities associated with this lot. Further, a review of the complaint handling database found no similar incidents from this lot. Abbott conducted root cause analysis and found the occurrence to be potentially related to a manufacturing issue. Further assessment of this issue per site operating procedures was performed. It was determined that this is an isolated incident and not a lot specific or systemic issue and does not affect inventory or distributed product. The performance of these devices will continue to be monitored.